Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited pump stain upstream occlusion despite free flowing liquid. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged rear case. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that no fault with the uso could be found. No action was needed. The service history review identified no indication that the complaint was related to a service of the device within the review period.